Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 561 mg/dl. Customer had symptom of achy arm and frequent urination. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip, fluids and blood work was taken. Customer was not wearing insulin pump for a few minutes at the time of hospitalization. Customer wanted to troubleshoot to assure functionality of insulin pump. After troubleshooting, customer was advised that insulin pump was working properly. Customer was advised to follow up with healthcare professional regarding unexplained high blood glucose.